Manufacturer narrative:
The impella rp was received from the customer and a device evaluation is underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant a (B)(6) year old male presenting with acute myocardial infarction and cardiogenic shock and right ventricle failure for hemodynamic support with the impella rp. Upon inserting the device, the distal end of the pump fractured and separated from the device and remained in the pulmonary artery, upon insertion. As treatment, a snare was used to remove the broken component and ECMO was placed due to patient requiring oxygenation.

Manufacturer narrative:
The device was returned with cage and pigtail severed. Visual inspection of the introducer revealed scratches and a kink. Evidence suggests the cause of the reported failure was related to calcification within the vessels and/or difficult vasculature/delivery. A device history review was conducted and found no manufacturing issues or other complaints related to this failure mode from this pump lot. Due to lack of clinical details, a root cause cannot be conclusively determined.